Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and has changed out the battery but still displays low battery. Customer does not recall any significant events leading to the error. Troubleshooting was done for battery and was found that customer was not using recommended battery. Customer's blood glucose was unknown at the time of incident. Customer was advised to use energizer aaa alkaline battery and to call back if problem persists.